Manufacturer narrative:
Retainer ring = black. On (B)(6)2021 the customer reported pump errors 25, 23, and 39. Inserted a test p-cap into the retainer ring, and it locked in place properly. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected pump errors 25, 23 or 39 were noted during testing. Also no unexpected restarts, ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Finally no motor errors, or prime/rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms 6 occurrences of pump error 25 on(B)(6)/2021; however, it does not list any pump error 39 whatsoever. The adapt tool also confirms that following alerts/alarms occurred around the event date: 84=battery removed alert @ (B)(6)2021 13:17:40.000, (B)(6)2021 13:17:50.000, and (B)(6)2021 13:18:00.000. Finally the adapt tool lists the following pump errors which could trigger a critical pump error: pump error 24 @ (B)(6)2021 17:09:00.000 and (B)(6)2021 17:19:00.000; pump error 53 (filenumber = 2005, linenumber = 5632) @ (B)(6)2021 17:49:31.000. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. The motor was tested outside the unit, and it passed. In summary, the customer¿s report of pump errors 23 and 39 were not confirmed while that of pump error 25 was confirmed in the unit's history file along with pump errors 24 and 53 (filenumber = 2005, linenumber = 5632). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received from medtronic indicated that the insulin pump had different pump error alarms. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.